Manufacturer narrative:
Available pictures do not confirm that the cannula has been broken. Pictures show a cannula without bevel, not necessarily due to breakage since no breakage signal is possible to see. All the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found. Needles were packed in machine 2107 (B)(6), 2018) during which 45 visual inspections were carried out with zero defects noted. Needles (#8033763) were assembled in machine nº4414 (B)(6), 2017) during which 178 visual inspections of 25 units were carried out with zero defects noted. Cannula batches: #7292499 and #7352924. Based on available information (picture and metal piece was not possible to find) and review needle and cannula DHR (no evidence of breakage during reversal rest for cannula lots), it is not clear if defect is a broken cannula or shorter cannula. Since occurrence rate of short cannula without point is higher than the occurrence rate of broken cannula, probably this complaint is related to short cannula without point. Our cannula supplier determine the issue is related to a cut cannula (metal tube before the cannula point is formed by grinding) with length out of specification, whose origin took place during cannula manufacturing process. The origin of non-conformance may occur at tubing cut process (when the tubing breaks during auto-cutting operation). Based on cannula is shorter than the lower specification limit, there might be have occurred a failure during the auto cutter machine setup (machine does not stop cutting the part of the tubing that is still inside the cutting set, and parts may be cut with length shorter than the lower specification limit). During this stage, this cannula was a residue from a previous material produced which was not discarded before starting the normal production and that might have remained inside the tub where the material is stored during the cutting operation. We can ensure that the probability of finding this kind of defect is low and any recurrence is unlikely in our products since review DHR showed no indication of the alleged defect and since this is the first time this lot is reported for this defect, no actions are required. However, in order to avoid cannula with overall length out of specification due to parts produced during auto cutters setup, tubs with different color specific for setup was implemented in (B)(6) 2017. The affected cannula batches were produced before the implementation of the corrective action described above.

Event description:
It was reported that the needle of a bd eclipse needle with slip tip hub configuration detached from the hub during use. The patient affected received an x-ray on her arm, but the needle was not found.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd eclipse¿ needle with slip tip hub configuration detached from the hub during use. The patient affected received an x-ray on her arm, but the needle was not found.